Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an alert triggered for low impedance on the right atrial lead. The device switched to unipolar configuration. At the routine device check, the lead cannot go into bipolar pacing or sensing vector. The lead will be monitored closely and the plan is to replace the lead at the same time as generator change out in approximately two years. The lead is still in use. No patient complications have been reported as a result of this event.